Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical appendectomy procedure, the surgeon reported while using the force bipolar instrument the wrist of the instrument got caught on bowel. It didn¿t cause any issue for the patient and the patient did well post-surgery. The surgeon had a few issues with the instrument. The procedure was completed with no reported injury.